Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased tsh results on the architect i2000sr, serial number (B)(6). Through an extensive investigation, the fsr found the valve, manifold kit (rohs), part number 7-77612-04, needed to be replaced, which resolved the customer¿s complaint. There have been no further reports of discrepant results reported by the customer since the part was replaced. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely decreased architect tsh results for one patient. The following data was provided (customer¿s normal range is 0.35-4.94 uiu/ml): sample ID (B)(6) initial result, on (B)(6) 2024, was 0.2759, repeat results were 0.2198, 0.2318, and 1.0663 uiu/ml. There was no impact to patient management reported.